Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons will not respond to user input after the patient received a loss of prime warning. There was no evidence of product misuse. The pump is being returned for investigation. The patient will go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn between the up and contrast buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Keypad function was unable to be tested because the pump was returned in a condition that it could not be powered. Moisture was observed behind the display lens and the keypad was found to be leaking. The pump was opened and moisture damage was observed on multiple circuit components.